Event description:
The customer reports that the catheter placed for nuclear cystogram. The catheter was found to have a small leak at proximal end where tubing base of the catheter. Procedure was completed with small amount of leakage.

Event description:
The customer reports that the catheter was placed for nuclear cystogram. The catheter was found to have a small leak at proximal end where tubing meets base of the catheter. Procedure was completed with small amount of leakage.